Event description:
Information was received indicating that this smiths medical cadd solis vip exhibited no sound was not alarming and had damaged case. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The front speaker was weak. Replaced front piezo, also replaced rear piezo as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.